Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning pump stop events while connected to the power module / patient cable. Upon connection to the patient, power was momentarily lost and the lvad went to 0 rpms. The patient was connected back to batteries with successful power and flow restoration. A different console was connected with no issues. However, follow up information indicated that the alarms reoccurred when the same power module / patient cable were used on a mock loop. Log file review recorded two pump stop events on (B)(6) 2023 while connected to the power module / patient cable. Motor speed resumed shortly after the controller was switched to battery power. There were some unusual relative state of charge (rsoc) values recorded while connected to the patient cable. During the motor stopped events, the log file recorded intentional pump stop flags indicating a motor stop command was received by the monitor. The log file indicated that on (B)(6) 2023 at 18:41:20, after switching to a different console, the system controller connected to the power module / patient cable without any issues. Additionally, it was noted that the emergency backup battery was used several times during the history - indicating that there were no external power events associated with these. Updated log file analysis after setting the intervals to 1 hour did not record any further alarms or unusual rsoc values. Pump related MFR #: 2916596-2023-00833, controller related MFR #: 2916596-2023-00831, and power module patient cable related MFR #: 2916596-2023-00835.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files indicated that the intentional pump stop was sent from the heartmate touch and was consistent with the user disconnecting a controller from the power module before the pump stop command had completed in a previous use of the heartmate touch. The patient was not symptomatic as a result of the pump stop. Related manufacturer's report reference number for the patient cable: 2916596-2023-00835. Related manufacturer's report reference number for the system controller: 2916596-2023-00831. Related manufacturer's report reference number for the pump: 2916596-2023-00833.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop after the white power lead of the controller was connected to the power module was confirmed via analysis of the log files. Two log files were submitted for review that showed overlapping events spanning approximately 16 days ((B)(6) 2023 - (B)(6) 2023 per timestamp). The log ile captured a white power cable disconnect from battery power on (B)(6) 2023 at 18:24:09. Shortly after, at 18:24:16, a pump off alarm activated due to an intentional pump stop command being received; the pump speed was then captured at 0 rpm at 18:24:17. This is consistent with the provided information that the white power lead was connected to the power module and the lvad dropped to 0 rpm. The white power lead was reconnected to battery power at 18:24:20. The intentional pump stop command was cleared at 18:24:36 due to the silence alarm button being pressed; the pump resumed its set speed 18:24:43. The white power lead was again disconnected from battery power at 18:26:11 on (B)(6) 2023. At 18:26:13, a pump off alarm activated due to an intentional pump stop command being received; the pump speed was then captured at 0 rpm at 18:26:14. The white power lead was reconnected to the battery power at 18:26:18. The silence alarm button was pressed several times; however, the intentional pump stop command did not clear until 18:26:33; the pump speed then ramped up and was captured at 5100 rpm at 18:26:40. Additional information received on (B)(6) 2023 stated that the specific heartmate touch (hmt) tablet in use at the time of the pump stop event is unknown and could not be determined. The use of the hmt prior to this event occurring was unknown. The sequence of events and information that a hmt tablet was in use indicate that the white power lead was disconnected before the red progress bar (displayed on the heartmate touch app after pressing the ¿stop pump¿ button) had completed filling. Disconnecting the controller from the power module before the progress bar completely fills after sending the stop pump command would result in a pump stop on the next running pump that is connected to the heartmate touch app. The reported event was determined to be due to a previous controller in use with the heartmate touch prior to this event being disconnected from the power module/heartmate touch before the progress bar had completely filled after a stop pump command was sent, resulting in the stop pump command being sent to the controller associated with this event upon connection to the power module/heartmate touch. A corrective and preventative action (CAPA) has been initiated to address this issue. The device history records for the heartmate touch tablet were unable to be reviewed due to no serial number being provided. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low flow hazard, power cable disconnect, no external power, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close, and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.